Event description:
It was reported that the patient underwent an initial tka on an unknown date. Subsequently, their articular surface was revised due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, tibial component, unknown lot. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.